Manufacturer narrative:
In an email response on (B)(6) 2018 to a product return follow up, the customer alleged that she developed mastitis (fevers and had to be put on antibiotics) from her pump not working properly. On (B)(6) 2018, a customer service supervisor spoke with the customer. The customer declined returning the freestyle breast pump and indicated that she may decide to buy new parts and try the pump again. The customer verified that she has another freestyle breast pump, which was working well for her. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018 the customer alleged to medela llc that she was experiencing low suction with her freestyle breast pump. The customer indicated that she received the pump 2nd hand, though it was new in the box and the individual who gave it to her did not use it. The serial number indicates that the pump is almost 7 years old. The customer was unable to troubleshoot and agreed to call back at a later time to do so.